Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
59 year old male with history of coronary artery disease (cad), hypertension (htn), dyslipidemia (dld), diabetes mellitus (dm), atrial fibrillation (afib), presented with acute decompensated heart failure (hf). On 10/6 underwent impella 5.5 placement via the right axillary artery and coronary artery bypass grafting × 3 (cabgx3). Patient also placed on veno-arterial extracorporeal membrane oxygenation (va ECMO) due to respiratory acidosis with chest left open. On 10/7 underwent chest closure and converted to peripheral va-ECMO. On 10/8 hypotension and hypoxia was noted. The chest reopened at bedside and central va-ECMO initiated without improvement. On (B)(6) care was withdrawn and patient expired.

Manufacturer narrative:
D1 brand name was updated. Ppae (hypotension/respiratory failure): the root cause of the injury was not determined due to insufficient clinical details.